Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using day aligners the patient reported, "since wearing these aligners my teeth have yellowed about three shades and im experiencing gum problems and erosion."